Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information was received that the patient has not used their spinal cord stimulator (scs) in several years. Following a traumatic event, the patient underwent surgery that successfully addressed the structural issues in their spine. The patient reported complete pain relief and no longer require stimulation therapy. The patient was doing well.